Manufacturer narrative:
Per the nurse, there was no defect in the dialyzer. The staff has since elected to remove the crit line monitor when using baxter exeltra dialyzers as it seemed that it just did not want to fit correctly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection and leak between the crit-line and dialyzer was reported and is known to cause a leak. The connection was tightened to resolve the issue. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blood leak involving exeltra 170 during hemodialysis therapy. The leak occurred about five to ten minutes into a patent's treatment. About 25ml of blood was lost. The leak occurred where the crit-line screws into the head of the dialyzer. The connection was tightened to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.